Event description:
It was reported that the pt experienced no stimulation sensation when group e was turned on following a fall. Groups a, c, and d were tried and the pt received stimulation. The pt reported that stimulation was in the correct location and was covering pain.

Manufacturer narrative:
(B) (4).